Event description:
It was reported that during an ima take down, harvesting radial artery procedure, the device did not work after only a few times. The case was completed with a like product. No patient consequence.

Manufacturer narrative:
09/2001; third batch # p4p55k; exp date: 09/2006; 10/2001; fourth batch # t9199v; exp date: 05/2008; 06/2003; fifth batch # t90z5h t90z5h; exp date; 01/2008; 02/2003. Evaluation summary: four devices were received with the hook scratched and cracked and two devices were received with the hook scratches, gouged and cracked. All of the devices were tested with a generator and were nonfunctional due to the condition of the blades. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, any may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.